Manufacturer narrative:
Batch review performed on 13 april 2018: lot 168320: (B)(4) items manufactured and released on 23 february 2017. Expiration date: 2022-02-06. No anomalies found related to the issue. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon washed out the knee and swapped the liner. The surgery was completed successfully.